Manufacturer narrative:
Block g2: u0720 sabre spaceoar system rws clinical study. Block h6: imdrf patient code e1309 captures the reportable event of urinary retention.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement clinical trial study procedure on (B)(6) 2023. Three fiducial markers were successfully placed prior to procedure. The hydrogel placement was confirmed via magnetic resonance imaging (MRI). During the procedure, no adverse events or device observations were noted. The procedure was completed under nitrous oxide. On (B)(6) 2023, the patient experienced non-serious rectal bleeding and rectal pain, no actions were taken. The relationship between the device and the implant procedure and the rectal bleeding and pain were reported as possibly related. The relationship between the rectal pain and fiducial marker placement was also noted as probably related. These events were reported as ongoing at the time of this report. The same day, the patient also experienced urinary hesitancy. The patient received medication; however, the type of medication was not specified. The urinary hesitancy event was reported as ongoing at the time of this report. The relationship between urinary hesitancy and the spaceoar device was noted as being probably related and probably related to the fiducial marker placement as well. The patient current status was unknown at the time of this report. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Correction b2 has been update. Additional information block b5 has been updated based on additional information received april 18, 2024. Additional information block b5 has been updated based on additional information received august 01, 2023. Block g2: u0720 sabre spaceoar system rws clinical study. Block h6: imdrf patient code e1309 captures the reportable event of urinary retention.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement clinical trial study procedure on (B)(6) 2023. Three fiducial markers were successfully placed prior to procedure. The hydrogel placement was confirmed via magnetic resonance imaging (MRI). During the procedure, no adverse events or device observations were noted. The procedure was completed under nitrous oxide. On (B)(6) 2023, the patient experienced non-serious rectal bleeding and rectal pain, no actions were taken. The relationship between the device and the implant procedure and the rectal bleeding and pain were reported as possibly related. The relationship between the rectal pain and fiducial marker placement was also noted as probably related. These events were reported as ongoing at the time of this report. The same day, the patient also experienced urinary hesitancy. The patient received medication; however, the type of medication was not specified. The urinary hesitancy event was reported as ongoing at the time of this report. The relationship between urinary hesitancy and the spaceoar device was noted as being probably related and probably related to the fiducial marker placement as well. The patient current status was unknown at the time of this report. No further information has been obtained despite good faith efforts. Additional information received august 01, 2023; it was further reported that the patient urinary hesitancy was treated with tamsulosin. The patient started with his radiation treatment delivered via linac. It was also reported that the patient has completed 5 fractions from (B)(6) 2023, to (B)(6) 2023. The patient's urinary hesitancy was reported as ongoing at the time of this report. Additional information received on april 18, 2024: it was further reported that the event of pain was resolved.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement clinical trial study procedure on (B)(6) 2023. Three fiducial markers were successfully placed prior to procedure. The hydrogel placement was confirmed via magnetic resonance imaging (MRI). During the procedure, no adverse events or device observations were noted. The procedure was completed under nitrous oxide. On (B)(6) 2023, the patient experienced non-serious rectal bleeding and rectal pain, no actions were taken. The relationship between the device and the implant procedure and the rectal bleeding and pain were reported as possibly related. The relationship between the rectal pain and fiducial marker placement was also noted as probably related. These events were reported as ongoing at the time of this report. The same day, the patient also experienced urinary hesitancy. The patient received medication; however, the type of medication was not specified. The urinary hesitancy event was reported as ongoing at the time of this report. The relationship between urinary hesitancy and the spaceoar device was noted as being probably related and probably related to the fiducial marker placement as well. The patient current status was unknown at the time of this report. No further information has been obtained despite good faith efforts. ***additional information received august 01, 2023*** it was further reported that the patient urinary hesitancy was treated with tamsulosin. The patient started with his radiation treatment delivered via linac. It was also reported that the patient has completed 5 fractions from (B)(6) 2023, to (B)(6) 2023. The patient's urinary hesitancy was reported as ongoing at the time of this report.

Manufacturer narrative:
Additional information block b5 has been updated based on additional information received august 01, 2023. Block g2: (B)(6) sabre spaceoar system rws clinical study. Block h6: imdrf patient code e1309 captures the reportable event of urinary retention.